Event description:
The customer received high out of range control readings of 590 and 600mg/dl on the contour next link meter. The readings were not automatically marked as a control tests, and were sent to the insulin pump, which were cancelled by the customer. No adverse events were alleged. The control solution was returned for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.